Event description:
A pharmacist reported that pt who was using a novofine 6 mm needle due to type I diabetes mellitus, experienced that the needle broke after injection and got stuck in the abdominal wall in 2004. The pt was examined and surgically treated in the same day but the needle could not be found. The pt has not yet recovered from the event.